Manufacturer narrative:
Na

Event description:
The reporter stated that the following blood glucose values were received while testing a patient. Using the accuchek inform ii meter ( serial number (B)(4)) the blood glucose value of 424 mg/dl was obtained. The staff did not believe this to be a correct value because the patient had never had blood glucose readings that high. Two minutes later, using the same meter, they tested the patient again using a different fingerstick and a result of 197 mg/dl was obtained. The staff obtained another accuchek inform ii meter (serial number (B)(4)) and using the second meter obtained a value of 198 mg/dl three minutes after the second result of 197 mg/dl. The same vial of strips was used for all three tests. There was no treatment given or delays in treatment based on any of the meter values. The controls were run and passed on both meters on the day that the results were taken. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.